Event description:
According to the reporter, during a laparoscopic cholecystectomy, in the process of clamping the cystic duct with an absorbable clip, the absorbable clip was not separated from the firing device after clamping, resulting in the handle being unable to be smoothly withdrawn. The absorbable clip was removed from the abdominal cavity. It was noted that the operation time was prolonged.

Manufacturer narrative:
D10. Concomitant product: unk laprocl ins unknown lapro-clip instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.